Event description:
The customer stated her infusion sets were frequently occluded, leading to extremely high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime test. The insulin pump failed the high pressure test. The customer was advised to assemble a new infusion set and reservoir, and another high pressure test was performed. The insulin pump also failed the second high pressure test. The customer was advised to discontinue use of the insulin pump, and to treat her blood glucose with a backup plan, until a replacement pump could be delivered to her.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.